Manufacturer narrative:
Per tandem user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported that pump battery depleted faster than expected, which led to pump shutdown. Customer¿s blood glucose (bg) was recorded as high. Customer delivered correction bolus using pump to resolve the elevated bg. During troubleshooting with technical support, customer reported to have allowed alerts/alarms to go unacknowledged. It was explained to the customer that battery depletion and pump behavior were normal based on customer settings and usage, education about data reset after shutdown was provided, and advised fully charging battery, which customer acknowledged. Customer declined technical support's offer to follow up.